Manufacturer narrative:
Corrected to (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was wondering if they should feel stimulation all the time as they reported they didn¿t feel stimulation all the time. The patient reported they were going to the bathroom all day yesterday and evening. The patient reported sudden symptoms of more leakage/loss of symptoms. It was noted the patient had the device placed this past monday. There were no further complications reported/anticipated.